Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient was in the local hospital due to possible infection of his vns site. He had missed his post-op appointment. The patient was implanted three weeks prior. The surgeon indicated that the patient was noncompliant. The surgeon's office reached out to the patient multiple times and he failed to attend appointments or fill the antibiotics he was prescribed. He reported that he took left over antibiotics he had at home for a different ailment instead. The patient reported that he had a septic infection, but the hospital indicated that the patient was not septic, and rather had a small infection that he was given antibiotics for. However, later the patient was readmitted to the hospital for his infection and it was found that the patient was not taking his antibiotics. Two days later the patient was explanted due to the infection. The manufacturer's device history records were reviewed. Sterilization of the lead and generator prior to release was verified. No further relevant information has been received to date.